Manufacturer narrative:
The device was returned to olympus repair center. When an olympus 180 series endoscope was connected, this device didn't recognize the endoscope and didn't displayed endoscopic image. Flickering lines appeared on the monitor when an olympus 190 series endoscope was connected to the device. Defect of the printed circuit board was noted. There is possibility that the reported image abnormality was caused by the defect. The locking lever of the video connector was loose. If additional information becomes available, this report will be supplemented.

Event description:
The main monitor displayed green screen. After the event, the hospital's biomedical engineering department inspected the device and found the following. The endoscopic image was initially visible, but it was getting darker and eventually disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the event that no image was displayed with the 180 series endoscope was caused by the defect of the circuit board. And omsc guessed that the event that image was flickering with the 190 series endoscope was caused by aging or poor contact between the device and endoscopes due to defect of the locking lever of the device. If additional information becomes available, this report will be supplemented.